Event description:
Reporter (paramedic) responded to a call to assist an unconscious pt. Reporter indicated that upon arrival, the pt's blood glucose measured 138 mg/dl, using the suspect device. Reporter noted that glucogon is administered to pts with blood glucose measuring < 70 mg/dl. Pt was reportedly transported to the hosp, where their blood glucose measured 37 mg/dl (using hosp's blood glucose monitor), and seconds later, 121 mg/dl, on the suspect device. Reporter stated that pt was treated with glucogon and dextrose. Reporter did not provide any additional details pertaining to pt's current condition. Reporter noted that quality control testing was performed on the suspect device, two days after the event, and the results fell outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.